Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73d210011n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "has no audio during post and also reportedly will not allow humidity level adjustment". No patient involvement reported.

Event description:
It was reported the unit "has no audio during post and also reportedly will not allow humidity level adjustment". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.), but the speaker was noted to not be working. The unit was not able to pass the temperature display accuracy test. The unit visually alarmed and the red arrows were flashing indicating the temperature probe connections was not working properly. The unit was opened, and it was noted that one of the power harnesses was blackened at the end of its connector. This harness was replaced with a known good harness. This time when the unit navigated p.o.s.t. The speaker worked. The unit also passed the temperature display accuracy test with the following simulated values: low temperature (25 degrees c), normal patient scenario (37 degrees c), and high temperature scenario (43 degrees c). The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Testing confirms the unit had a faulty power harness. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. It is possible that the unit encountered higher stresses than normal causing the harness to fail prematurely. Teleflex will continue to monitor and trend on complaints of this nature.